Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the customer went to emergency medical services for high blood glucose. The blood glucose was at the time of the incident was 511 mg/dl and was treated with bolus. The customer was blind. The insulin pump will not be returned for analysis.